Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not returned, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that there were horizontal stripes on the hd camera head. The unspecified procedure was completed with a similar device. There was no report of patient harm associated with this event.

Manufacturer narrative:
During the inspection at the repair center, the subject camera head was confirmed to be working as normal. A cross test was performed using a working loaner camera head on the same processor at the facility. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.